Manufacturer narrative:
(B)(6). Three (3) actual samples were received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The samples were returned with the aluminum foil peeled. The sponge was found fully separated from the cap in two (2) samples. The reported condition was verified in two (2) of the samples. A nonconformance has been opened to address this issue. The event was thought to be due to mishandling during distribution since the non conformance addressed the packaging. One (1) of the returned samples had the aluminum foil peeled and the cap was gone. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was completely separated from each of three (3) minicaps. There was no patient involvement. No additional information is available.